Manufacturer narrative:
H4: the lot was manufactured from april 17, 2019 - april 19, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, a leak was observed at the blue winged cap. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to untightened blue cap by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event date could not be specified, however, the customer reported potential dates of (B)(6) 2020, (B)(6) 2020 or (B)(6) 2020. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) unit of a folfusor sv (small volume) leaked from the blue wing cap. The device was filled with fluorouracil, 2450mg in sodium chloride 0.9%. The leak was identified during set up. No leak was noticed until the overpouch was opened and the device was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.